Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/15/2017, that on (B)(6) 2017, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data log was reviewed for evaluation on 03/23/2017. Complaint for an unexpected g5 mobile application shut-off could not be confirmed. The root cause could not be determined, post investigation.